Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was not able to interrogate an implantable cardiac device. The customer confirmed that it was not just a specific brand of device since the patient following the first occurrence of the issue could not be interrogated either. A company representative was able to look at the programmer and after replacing the programming head, the programmer was functioning fine. It was also noted that the representative replaced a broken keyboard and also updated the software on the programmer. The programmer is still in use. No patient complications have been reported as a result of this event.